Event description:
It was reported that balloon detachment occurred requiring additional intervention. The 85% stenosed target lesion was located in a severely tortuous and severely calcified left anterior descending artery. A 2.50mm x 8mm nc emerge balloon catheter was advanced for use. However, during the procedure, the balloon catheter was caught in the lesion and separated. The device was removed using a guidezilla guide-extension catheter and another balloon. The procedure was completed with another of the same device without any patient complications reported. The patient remains stable post-procedure.

Event description:
It was reported that balloon detachment occurred requiring additional intervention. The 85% stenosed target lesion was located in a severely tortuous and severely calcified left anterior descending artery. A 2.50mm x 8mm nc emerge balloon catheter was advanced for use. However, during the procedure, the balloon catheter was caught in the lesion and separated. The device was removed using a guidezilla guide-extension catheter and another balloon. The procedure was completed with another of the same device without any patient complications reported. The patient remains stable post-procedure.

Manufacturer narrative:
The nc emerge mr, ous 2.50mm x 8mm, was returned for analysis. Visual and tactile inspection revealed multiple kinks along the hypotube, evidence of stretching of the distal extrusion, an inner wire lumen break, and a detached section of the inner wire lumen measuring approximately 7.6 cm in length. The detached section was received with the main catheter. An examination of the balloon revealed a complete circumferential tear approximately 7 mm distal the proximal sleeve. The distal section of the torn balloon, including the tip of the device and markerbands, were not returned. Microscopic inspection revealed the extrusions were stretched and flattened at different locations along their lengths and that there were no scratch marks on the balloon material.